Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. The instrument was returned with the instrument unopened. There was no damage to the instrument. An investigation has been completed. There were no device related failures.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the synchroseal instrument's jaws kept locking and the surgeon was not able to get it to unlock. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The synchroseal instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.